Event description:
It was stated that the insulin pump gave the patient a motor error alarm during normal use. The device was not exposed to high magnetic fields prior to alarming. Troubleshooting revealed that the drive support cap was protruding from the case. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.